Event description:
The customer reported a leak of a few drops of fluid dripping from the probe of the act diff. The customer also reported getting ¿diluent errors¿. The leak was not contained within the instrument but there was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated for this event.

Manufacturer narrative:
Customer cancelled service call and the field service engineer (fse) was not dispatched. Customer stated they were able to fix the problem by replacing the diluent filters. Upon recur, the failure mode identified could cause erroneous cbc/diff parameters due to contamination of the sample tube during aspiration and or dilution of the sample introduced into the wbc and rbc baths. (B)(4).